Event description:
It was reported that the pump touchscreen was timing off sooner than expected. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection. During troubleshooting with tandem technical support (tts), it was determined that the pump screen was timing out as expected. Tts educated customer that additional taps to non-active areas of the touchscreen can cause screen to time out prematurely. Customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.